Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance. The device did not recognize syringes. Upon attempting a recalibration, the device would not recognize the 30 mm barrel. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced syringe sizer, front cover, rear case, left handle, left & right iui connector, shaft seal, seal wiper, flange gripper retainer,barrel clamp, rear door, latch module, and pca lock label. Performed calibration. The probable root cause of the reported issue was due to maintenance issue of the assy bkt clp sizer sensor syr/pca. A review of the device history record showed the device had a manufacture date of 17dec2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. The device did not recognize syringes. Upon attempting a recalibration, the device would not recognize the 30 mm barrel. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance. The device did not recognize syringes. Upon attempting a recalibration, the device would not recognize the 30 mm barrel. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, e2, e4, g2(report source), h3, h6. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.